Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient with slit ventricle syndrome was implanted with a peritoneal catheter on (B)(6) 2013. According to the report, the patient was experiencing drowsiness, dizziness, instability, and walking difficulties. Reportedly, the catheter was explanted on (B)(6) 2015 as a part of the shunt system and was replaced with another manufacturer's product. The report stated that there was no injury to the patient and the patient has improved. It was later reported that the peritoneal catheter was working properly.

Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.